Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic right hemicolectomy procedure. The powered stapling device was being used for the third firing for the functional end to end reconstruction. The surgeon tired to fire the device, however, could not. The procedure was completed with another device. There was no patient harm. The status of the patient is no problem.